Manufacturer narrative:
The scope was returned to the service center for evaluation of the reported "during an ebus scope using the bf-uc180f scope part of the distal end of the scope is missing." A review of the service history indicates the scope was purchased on (B)(6) 2011 and has received service via seven repairs in the past three years. The scope was last serviced on (B)(6) 2019 and was repaired for a broken tip. A visual inspection was performed on the scope and found the tip of the probe unit broken and missing. The missing piece of the probe tip was not returned for evaluation. In addition, there was an indentation noted on the distal probe unit near the broken and missing tip. The scope passed the leak test. Additionally, an endoscopy support specialist (ess) visited the user facility and provided an in-service for the respiratory staff. The in-service included all cleaning, disinfection, sterilization information contained in the olympus manual and care and handling with the staff during cds in-service. The service center received a copy of medwatch report# 1992-707228-0001 that stated, that post bronchoscopy, a staff member was suctioning onzymatic cleaner through the bronchoscope. At that time, it was noted that the tip had broken off. The patient was stable without respiratory distress. During the procedure the physician inflated the balloon without any problems. Staff consulted with the manufacturer-recommendations included a chest xray, front bronchoscopy and an MRI; all tested negative. As part of the investigation, olympus followed up with the user facility to obtain additional information. The facility further reported that the patient had been admitted to the hospital several time for extensive stroke workups after tia symptoms and that is why the patient was in the hospital on this occasion. The patient was to be evaluated by a neurologist who felt the patient had a complex migraine. The chest x-ray that was done in the emergency room recommended that the patient have a CT scan done of his chest and that is how pulmonology was involved and the bronchoscopy was scheduled. The intended procedure was completed. The device was inspected prior to use and no abnormalities were observed. The exact cause of the reported event cannot be determined, however, based on the evaluation results, the potential cause of the broken and missing probe unit tip can be attributed to operator's technique or handling from excessive stress/force applied section 4.5 in the instruction manual provides instruction on removal of the balloon and states to gently detach the front band from the balloon attachment groove.

Manufacturer narrative:
The referenced scope was not returned to the service center for evaluation. The service group indicated to the user facility that the missing piece of the scope can be observed in the patient via magnetic resonance imaging (MRI). To date, no additional information has been reported. As part of the investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to perform an in-service in reprocessing and repair reduction. If additional information becomes available, this report will supplemented accordingly.

Event description:
The service group was informed that after a diagnostic endobronchial ultrasound (ebus) procedure, the balloon groove at the distal end of the scope was observed to be broken off and missing. The user facility performed a front viewing bronchoscopy and an x-ray but could not locate the broken piece. There was no patient injury reported. The user facility reported the balloon groove was attached to the scope prior to the procedure. There was not patient injury or harm.